Event description:
It was reported that pump experienced malfunction alarm identified as malf 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed malfunction code was resettable, provided pump reset instructions, assisted caller in resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed caller to contact support again if malfunction returns; customer acknowledged and understood these instructions, and was told that field correction email notification would be resent so customer or wife could review it.